Event description:
This report is to advise of a skived dilator noted during analysis.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed multiple bends throughout both the sheath and dilator. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory and when the returned brk needle/stylet assembly was advanced through the returned dilator/sheath assembly and skived material exited the dilator tip. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Artmt600087496 ver. A, brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulty is consistent with not following the instructions for use.